Event description:
My surgeon used the medtronic infuse during my surgery causing me to have constant pain and limited physical mobility. Diagnosis or reason for use: disc was removed from my back l4 l5.